Manufacturer narrative:
Per customer, qc was failing with ind flags. No system check data was supplied to date. A field service engineer (fse) went on site, and confirmed that the reagent pack was shared with a different instrument. The product label gives instructions not to load a partially used reagent pack. Customer technical support (cts) advised the customer to collect archive data files or repeat patient testing. No data file has been provided by the customer. Fse helped to troubleshoot.

Event description:
A customer contacted beckman coulter, inc.(bci) in regards to no value/ind flags on their accutni results generated by access 2 immunoassay analyzer for 5 patient samples. It is unknown if the results were reported outside the laboratory. The customer did not receive any report of death, injury requiring medical intervention, or change to patient treatment attributed to or connected to this event.